Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
Critical care nurses reported in an online survey that a urologist indicated "water leak from bottle" prior to usage of the ellik evacuator.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "bulb is damaged, bulb dimensions are not to specification, bulb not connected properly to reservoir ¿. The DHR review could not be performed without a lot number. "The instructions for use were found adequate and state the following." Caution: this product contains natural rubber latex which may cause allergic reactions. Fill with solution. Displace all air before using this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the critical care nurses in an online survey that a urologist indicated "water leak from bottle" prior to usage of the ellik evacuator.